Event description:
The product was evaluated. An external visual inspection was performed and passed because the sensor wire is still attached to the housing puck. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.